Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service due to allegation of e-096 and e-020. There was no harm or injury reported. E-020 is a ventilator inoperative error code for a defective eeprom. E-096 is an error code that means device unable to write to event log. Initial thoughts are that a circuit board needs to be replaced to address the issue, but the evaluation is still in process. The bipap a30, silver series was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. The error log was checked during device evaluation and a ventilator inoperative error code alerting user to a defective eeprom (electrically erasable programmable read-only memory) was found. The printed circuit assembly board was replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service due to allegation of e-096 and e-020. There was no harm or injury reported. E-020 is a ventilator inoperative error code for a defective eeprom. E-096 is an error code that means device unable to write to event log. Initial thoughts are that a circuit board needs to be replaced to address the issue, but the evaluation is still in process. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.